Event description:
A customer reported that a 20 gauge infusion cannula was received in the 23 gauge custom pak. Additional follow-up information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed. This is the first report for this issue for this facility. There are no additional reports for this lot. This product was released per specification. The customer returned one 23g constellation vitrectomy total plus pak. Visual inspection of the returned sample confirmed that it contained a 20g infusion cannula instead of a 23g infusion cannula. The root cause of the customer's complaint is a picking error that occurred in consumables manufacturing process. The error occurred during the build of one of the lots of infusion cannula priming trays used for the finished goods subassembly. An internal corrective action was opened to document the investigation and associated corrective action(s). Quality assurance will monitor for trends. (B) (4). (B) (4). (B) (4).